Event description:
It was reported that post-operatively, the patient's right ventricular (rv) lead exhibited high thresholds, no capture and no slack on the lead. It was suspected the lead dislodged. It was further noted that the patient was violently vomiting after the procedure,that it was suspected to have have contributed to the leads being pulled back. The right atrial (ra) lead had no slack and was pulled back. Slack was added to the lead and it was repositioned. Both ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that the physician "put it in wrong" and the patient required revision. The leads remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient stated that their, "leads both fell out the first day."